Event description:
It was reported "doctor and staff have noticed frequent PICC blockages over a 4-6-month period. This is the first official report we have received. It has been noticed by staff members at the critical care unit." There was no patient harm or injury. The patient's current condition is reported as stable. Associated MDR numbers include: 9680794-2025-00418, 9680794-2025-00422, 9680794-2025-00456, 9680794-2025-00457, 9680794-2025-00458, 9680794-2025-00459, 9680794-2025-00460, 9680794-2025-00461, 9680794-2025-00462.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "doctor and staff have noticed frequent PICC blockages over a 4-6-month period. This is the first official report we have received. It has been noticed by staff members at the critical care unit." There was no patient harm or injury. The patient's current condition is reported as stable. Associated MDR numbers include: 9680794-2025-00418, 9680794-2025-00422, 9680794-2025-00456, 9680794-2025-00457, 9680794-2025-00458, 9680794-2025-00459, 9680794-2025-00461, 9680794-2025-00462.

Manufacturer narrative:
(B)(4).